Event description:
The occian jr® back that is designed to fit the miami ]r® p2 & pl front doesn't actually fit the p1 appropriately. Consequently we don't use the p1 front since it does not provide stability and adequate skin protection for c-spine patients. This is a manufacturer design flaw.